Manufacturer narrative:
(B)(4).

Event description:
Reported as "pump keeps giving 'drain task incomplete'". The report further states, "I asked him to look at condensation bottle and he said he did and there was no liquid in the bottle. He said they had troubleshooted prior to calling and checked condensation bottle with no liquid in bottle, turned the pump off and back on, unplugging helium driveline, and the alarms persisted. Console exchanged". No patient harm or injury. The patient status is reported as "fine".